Event description:
It was reported that a few weeks following a car accident, the pt's stimulation stopped working. Impedance measurements were all high indicating a broken lead. X-rays revealed the distal most electrode on the right side was fractured and had broken from the lead. The entire system was replaced. The pt recovered with out sequela.

Manufacturer narrative:
Final device analysis revealed the #0 electrode sleeve had broken off due to overstress/damage. The placement of the lead in the cervical/neck area and the event (car accident) the pt was involved in most likely contributed to the breakage of the electrode sleeve.